Event description:
A break in the retention dome. The indwelling period is 116 days. The doctor was concerned that the device might be a recalled product.

Manufacturer narrative:
The complaint of a complete break in the feeding tube is confirmed, and should be reported as user related. The complete break in the feeding tube is the result of excessive force that was used during device removal. The break site is located 0.2 inches proximal to the retention dome. No damage to the retention dome was observed. The device had been in place for approximately 116 days prior to the complaint incident. Gross visual and microscopic examinations and functional testing shows no evidence of a defect of deformity related to the manufacturing process. A chr is not possible, as no manufacturing lot number info has been provided by the complainant.